Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample using vitros tropi es reagent pack lot 2630 processed on a vitros 5600 integrated system (s/n (B)(4)). A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2630 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2630 at, or below, the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Following service which included replacement of the actuator and signal reagent dispense tips and adjustments to the microwell incubator, reagent metering, signal metering and well wash subsystems, a within-run vitros tropi es precision test was run which met all the guidelines. However it is unknown if the instrument was performing as intended at the time of the event and therefore an instrument issue cannot be ruled out as a contributing factor. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not adhering to the sample collection device manufacturer¿s recommendations. It is possible that cellular debris due to poor sample preparation was present in the affected sample, although this could not be confirmed.

Event description:
The customer observed a non-reproducible, higher than expected, troponin I result obtained from a single patient sample processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample 0.596 ng/ml versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, tropi es result was reported from the laboratory. A corrected report was subsequently issued for the affected sample. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint number (B)(4).